Manufacturer narrative:
Concomitant medical products: electrosurgical generator (unknown make or model). Investigation evaluation: our evaluation of the returned device confirmed the report. The cutting wire has broken and approximately 7 mm of the cutting wire remains attached on the proximal side. Although the wire responds to handle manipulation, due to the break in the cutting wire, the sphincterotome is no longer operational. A section of the cutting wire, estimated to be 18 mm in length, detached and was not included in the returned of the device. In addition to the 18 mm piece, the anchor at the distal end of the catheter detached and was not returned. The anchor is 5mm in length. The cutting wire and catheter exhibits evidence of a cautery application (blackening of the cutting wire and catheter was noted). Approximately 36.3 cm of the breakthrough channel has been utilized from the proximal end of the catheter. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record could not be reviewed because a lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A broken cutting wire can occur if the tip of the device is over flexed. The instructions for use caution the user: "do not over flex or bow tip beyond 90 degrees, as this may damage or cause cutting wire to break." Cutting wire breakage can occur if the handle is manipulated with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to: ¿upon removing device from package, uncoil and straighten sphincterotome." The user is then instructed to ¿carefully remove precurved stylet wire from cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to the sphincterotome and render it inoperable." Cutting wire breakage can also occur if the cutting wire makes contact with the endoscope when electrosurgical current is applied to perform the sphincterotomy. The instructions for use caution the user: "when applying current, ensure cutting wire is completely out of endoscope." The instructions caution the user: ¿contact of cutting wire with endoscope may cause grounding, which can result in patient injury, operator injury, a broken cutting wire and/or damage to endoscope." If the sphincterotome is used with excessive electrosurgical current settings provided by the electrosurgical unit, this can contribute to cutting wire breakage. The instructions for use direct the user: ¿before using this device, follow recommendations provided by electrosurgical unit manufacturer to ensure patient safety through proper placement and utilization of patient return electrode." If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could contribute to cutting wire breakage. The instructions for use caution the user: "elevator should remain open/down when advancing or retracting sphincterotome." This activity will aid in device preservation. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome. The cutting wire broke during a sphincterotomy. It separated from the device. It had to be retrieved with a snare.